Event description:
Reporting status: malfunction. Reporting rationale: difficulty deflating the balloon could potentially cause injury. Device issue: difficulty deflating balloon. It was reported that the after implanting a drug eluting stent directly to the lesion, the voyager nc balloon catheter was delivered for post-dilation. The balloon was inflated for several times, but it seemed the balloon wasn't expanding. The physician deflated the balloon, but the balloon didn't deflated. The physician tried inflating and deflating the balloon several times, but was unsuccessful. Finally, the balloon catheter was removed from the pt and the balloon seemed to be inflated. The balloon was changed to a new voyager nc with the same indeflator, and it inflated and deflated without any problem and the procedure was completed. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
(B)(4). (B)(4): result: product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the balloon catheter was returned with blood in the guide wire lumen and thick contrast in the inflation lumen and balloon. The balloon was partially inflated with contrast. There was no damage noted to the balloon catheter. The overall total length of the balloon catheter was 142.5 cm. This met mfg criteria. A new indeflator, filled with renografin 60 diluted 1:1 with water, was used to measure the inflation and deflation times of the balloon and did not meet mfg criteria. The inner member was noted to be collapsed, at the proximal balloon seal for a length of 4 cm, after the balloon catheter was pressurized several times to obtain the inflation and deflation times. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.